Event description:
It was reported by service report that the customer alleged when the patient was getting up from the recliner, the foot section did not latch and the patient fell. There was patient involvement but no adverse consequences were confirmed by the user facility. The patient did not require medical intervention as a result of the alleged incident.